Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 40mg/dl, cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 40-50 mg/dl were recorded by continuous glucose monitor (cgm) from 12:00:06 pm to 12:15:06 pm on (B)(6)2020. Cgm alert 1 (cgm low alert) enunciated at 11:55:06 am. A tubing fill of size 14.9137 units was observed on (B)(6)2020 at 9:36:53 am. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6)2020, at 9:46:34 am, 9:50:46 am, and 10:08:07 am, user made bolus requests of size 2.17 units, 0.17 units, and 1.43 units, respectively, while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.